Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment, it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Date of birth: patient was born in (B)(6). Medical product: vanguard xp lateral tibial bearing, cat#: 195339 lot#: 221850. Unknown vanguard patella, cat#: unknown, lot#: unknown. Vanguard xp femoral, cat#: 195206 lot#: 87840. Vanguard xp tibial tray, cat#: 195253 lot#: 919270. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08576. 0001825034-2017-08577. 0001825034-2017-08578. Product location unknown.

Event description:
It was reported that the patient was revised to address patella loosening. It was also noted that an arthrotomy was performed with a polyethylene exchange. Attempts have been made and no further information has been provided.